Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the mechanism on the small battery drive device that secures the drill bit device when inserting the jacob's key device did not open but stayed in the closed locked position. It was further observed that when you dial the device to open or close the chuck teeth, it keeps spinning, to the point of possibly being able to come right off, without opening or closing the chuck tip. It was reported that a replacement key device was also used with the same result. It was reported that the devices were being used together at the time of the malfunction. It was unknown if there was delay in the procedure due to the event. It was reported that an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.